Manufacturer narrative:
The field service engineer (fse) was at the customer site and confirmed the reported issue. The fse inspected the instrument and found that the rbc aperture #2 was plugged. A brush was used to clear out the obstruction in the aperture and resolve the issue. Bec internal identifier (B)(4).

Event description:
The customer reported that a specific patient sample run on their dxh800 instrument gave a high platelet (plt) result compared to rerun of the same specimen and a slide review. The customer technical specialist (cts) documented that the initial sample was run on (B)(6) 2020 at 19:42, with a non-credible plt result (1098). The customer reran the same specimen at 23:21, with a plt result of 260, a slide review was also performed to confirmed the second run (plt=260). Instrument printouts were requested but not provided for this event, instrument flagging, if present could not be determined. There was no report of death or injury associated with this incident. There was no impact or change to patient treatment.